Event description:
The following event was noted in "sirolimus-eluting stent implantation for unprotected left main cornary artery stenosis", journal of the american college of cardiology; volume 45, issue3, 2/1/2005, pp. 351-356. This pt experienced a restenosis within the stented segment of the "kissing" cypher stents previously placed in the bifurcation of the lm trunk. The pt was sent for coronary bypass (CABG).